Event description:
A customer observed a negatively biased total b-hcg result on one patient's sample. A bias of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.